Manufacturer narrative:
The device evaluation details. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation 29-apr-2025. Following j&j medtech procedures, a visual inspection and functional tests of the returned device were performed. Visual inspection revealed a hole in the surface of the pebax. Also, reddish material inside the pebax was observed. The device was connected to the carto 3 system and no errors were observed. The force feature of the device was evaluated and the force values and the vector were observed within specifications. No force issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The force issue reported by the customer was confirmed, as the damage in the pebax may be associated with the failure. The potential cause may be attributed to the manipulation of the device during the procedure. However, it cannot be determined with the information available. The instructions for use (IFU) contain the following recommendations: do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. Prior to reinsertion, flush the tip to ensure that the irrigation holes are not plugged. In addition, in order to prevent damage to the catheter tip, verify compatibility between the sheath and catheter, advance the catheter through the sheath prior to insertion. Any sheath < 8.5 f is contraindicated. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a qdot micro catheter for which biosense webster¿s product analysis lab (pal) identified a hole in the surface of the pebax. A force sensor error (unknown code) was displayed on the carto 3 system mid-case. The force reading spiked on the carto 3 system. The cable was replaced without resolution. The catheter was replaced and the issue was resolved. The procedure continued with no further issues. The ngen generator was used for ablation. No patient consequence reported. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 02-may-2025, observed a hole in the surface of the pebax. Also, reddish material inside the pebax. The event was originally considered non-reportable, however, bwi became aware of a hole in the surface of the pebax on 02-may-2025 and have assessed this returned condition as reportable.